Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device gave a message indicating that the battery was "empty". There was no patient involvement.